Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), device dislocation ("migration of device (location of device: unsure)") and genital haemorrhage ("heavy abnormal bleeding") in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device deployment issue "number of coils right: 1, left: 1". The patient's previously administered products included for birth control: depo shot from 2004 to 2007. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anger ("hormonal changes describe:anger"), depression ("hormonal changes describe:depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain lower ("severe cramping"), the second episode of abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, anger, migraine, headache, nausea, dyspareunia, the last episode of abdominal pain lower, back pain and menorrhagia outcome was unknown and the depression, fatigue, weight decreased, alopecia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anger, back pain, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: current weight 104 lbs. Most, if not all of plaintiff's symptoms decreased following essure removal number of coils post implant right: 1 left: 1 insertion details: essure was done without complications. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet was received. Events added from pfs-"abnormal bleeding (menorrhagia)". And event- abnormal bleeding (vaginal) clubbed to previous events. Event onset date was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), genital haemorrhage ("heavy abnormal bleeding") and device dislocation ("migration of device (location of device: unsure)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for birth control: depo shot from 2004 to 2007. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and quetiapine (seroquel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anger ("anger"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain lower ("severe cramping"), device dislocation (seriousness criterion medically significant), the second episode of abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), vaginal haemorrhage ("vaginal bleeding") and device deployment issue ("number of coils right: 1, left: 1"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, anger, migraine, headache, nausea, dyspareunia, device dislocation, the last episode of abdominal pain lower, back pain and device deployment issue outcome was unknown and the depression, fatigue, weight decreased, alopecia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anger, back pain, depression, device deployment issue, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: current weight 104 lbs. Most, if not all of plaintiff's symptoms decreased following essure removal number of coils post implant right: 1 left: 1 insertion details: essure was done without complications most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Concomitant medications added. Events anger, depression, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), pain, fatigue, weight loss, hair loss, migration of device (location of device: unsure), lower abdomen pain, lower back pain, vaginal bleeding, she did not undergo confirmation test and number of coils right: 1, left: 1 added incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.